Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller wondered whether the patient could have an MRI. Agent reviewed. Caller states the device was removed this past november 29 but they left the leads in. Caller said the leads had grown into the patient's skin. Caller did not know if the leads were capped or not. Caller mentioned the device never really worked for the patient since implant and that is why the device was explanted.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's (pt) representative. They reported that the implant was removed on (B)(6) 2024 . Pt rep reported that they were never able to program the device for the correct area of pt's pain. Pt rep assumed that pain management returned the device.